Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, b5, d4, d10, d11, g4, g7, h2, h3, h6 and h10. D4 - UDI# - (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller gear and roller had visible damage. The 1.5:1 ratio cutter, serial number (B)(6), produced an incomplete mesh and was deemed non-repairable even after changing the gear and collars. The 2:1 ratio cutter, serial number (B)(6), produced a passing sample mesh and the gear and collars were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller gear, comb springs, roller, and comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested per. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the damaged comb, roller, roller gear, and cutter. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the roller gear, comb springs, roller, and comb were replaced. The zimmer skin graft mesher instruction manual notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh. Device was used on cadaver skin.